Event description:
It was reported that a pt underwent a urethral surgical procedure on (B) (6) 2009. During the procedure, the needle broke in half. The pt's condition was too unstable due to underlying medical condition to continue to search for the portion of the broken needle and the broken portion of the needle remained in the pt.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.